Event description:
The customer contact reported no suction. Prior to pt use, during the testing of the suction set up, the healthcare professional noted no suction. It was reported that a small puncture was noted; however, the location was not specified. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.